Event description:
Customer reported imprecise sequential adc meter readings of 8.8 mmol/l, 3.6 mmol/l, 22.1 mmol/l, and 8.6 mmol/l obtained within a ten minute timeframe. When plotted on the parkes error grid, the results fell within the "c" zone, showing the difference in values is considered clinically significant. There was no report of serious injury, death, or mistreatment associated with this case.

Manufacturer narrative:
(B) (4). This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete.